Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "separation of up to 2.6 cm between the muscle ventricles of the rectus abdominis", "umbilical hernia with 0.5 cm hernial ring and adipose content, reducible during examination, with hernial sac measuring around 0.5 x 0.6 cm." Confirmed via ultrasound, "multiple folds in the elastomer, rounded morphology and intense enhancement of the fibrous capsule", "small amount of peri implant fluid" and "globose and prominent lymph nodes in the internal thoracic chains, measuring up to 2.0 x 0.8 cm, probably reactional" confirmed via MRI. Device was explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "multiple folds in the elastomer, rounded morphology and intense enhancement of the fibrous capsule", "small amount of peri implant fluid" and "globose and prominent lymph nodes in the internal thoracic chains, measuring up to 2.0 x 0.8 cm, probably reactional" confirmed via MRI. The reported events "separation of up to 2.6 cm between the muscle ventricles of the rectus abdominis" and "umbilical hernia with 0.5 cm hernial ring and adipose content, reducible during examination, with hernial sac measuring around 0.5 x 0.6 cm" has been deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Photographic device evaluation: a review of the device through photographs noted the events could not be observed as they are physiological complications.